Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the ilet pump intermittently disconnected from a paired dexcom g7 sensor, displaying pairing failed and reconnecting with sensor alerts, while the sensor remained connected to the dexcom mobile app; the user toggled cgm settings between g6 and g7 and subsequently regained connection before experiencing another disconnection. Symptoms included no reported adverse clinical effects. Outcomes included temporary interruption of cgm data to the pump without medical intervention or hospitalization. Investigation included remote troubleshooting and user education to allow the reconnection period and to toggle cgm settings again if a pairing failed alert reoccurred. Investigation of this case revealed a communication disruption between the pump and cgm transmitter without evidence of sensor failure, consistent with intermittent wireless connectivity issues limited to the pump. It was concluded, based on previously established findings for similar reports, that the cause was likely environmental or software-related wireless communication interference between the pump and the cgm system.